Event description:
It was reported that the pump initiated an automatic rewind following an expired infusion set alert, after which the user replaced the cartridge and connected tubing to the pump before attaching the connector to the tubing, resulting in failure to prime and no insulin delivery until troubleshooting and education resolved the issue. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery after a guided supply change and correct infusion set insertion. Investigation included remote troubleshooting and user education on correct cartridge, connector, and infusion set handling. Investigation of this case revealed user technique error during the supply change, including connecting components out of sequence and pulling back on the pinch area while removing the needle guard, which led to infusion set dislodgement and an occlusion or prime failure. It was concluded, based on previously established findings for similar reports, that the cause was use error.